Manufacturer narrative:
(B)(4). Covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. And customer was recommended to replace the exhalation valve and re-test the ventilator. The customer reported having followed the tse recommendations and the exhalation valve was replaced. The unit passed all testing and operates within the manufacturing specifications. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had a low oxygen pressure while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.